Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 567 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include fatigue, nausea and vomiting. As treatment, the patient applied a new pod and administered 10 units of manual insulin. After the patient's treatment their blood glucose levels had not decreased. Once at the hospital the patient was admitted to the intensive care unit. The patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital the following day.